Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery require calibration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during equipment preparation, the cs300 intra-aortic balloon pump (iabp) prompted "battery maintenance required" message. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse performed battery tests and it passed the battery test. The unit passed all functional and safety tests and was returned to customer.